Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low phenytoin (phy) result that was generated by the synchron cx9 alx instrument. The initial phy result of 15ug/ml was reported out of the lab. The patient received regular dose of medication that evening. The next day, a fresh sample from this patient gave a result of 39ug/ml when tested for phy. The customer then repeated the original sample and a result of 22ug/ml was obtained. An amended report was sent. Dosage was continued based upon the false low phy result.

Manufacturer narrative:
Per customer, qc was in range. The samples were collected in red top sst tubes. The customer did review all other phy results that day, but there were no other samples in the range of 15ug/ml, and customer does not believe there was a sample mix-up. A field service engineer (fse) was not dispatched to the customer's lab as it was an isolated, sample specific event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.